Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the device was implanted subpectoraly.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements detected via the patient remote monitoring system. Subsequently the tachycardia therapy in the ICD was programmed off to avoid inappropriate therapy delivery and the patient was fitted with a life vest. The cause of the high out of range shock impedance measurements remains unknown however, there is concern over a possible lead fracture or loose header on the device. It was noted that the patient is on the heart transplant waiting list and currently has an left ventricular assist device (lvad) implanted as well, thus the physician is still determining the best course of action for this patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements along with low out of range shock impedance measurements. A fracture near the suture sleeve was noted on an x-ray. Subsequently the rv lead was surgically abandoned. The device was also electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory high powered visual inspection noted that the header was separated from the device case. Further inspection found that there was no medical adhesive (ma) left on the case, all seal plugs were intact and the seal ring marks indicated full lead insertion in all lead barrels. Electrocautery marks were observed on the header. Review of the device's memory found low and high out of range shock impedance measurements. X-ray examination was performed. The df - and rv - tip header wires were found to be fractured. Analysis noted that a separated header can contribute to both high and low shock impedance measurements. The low shock impedance can occur when body fluid gets underneath the header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.